Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on september 4, 2019 with blood glucose of 40 mg/dl at the time of the incident. The customer was at 380 mg/dl before giving themselves a 12 unit bolus. The customer used juice to treat. The customer experienced symptoms such as seizures. The customer was wearing the insulin pump during the incident. The customer stated they did not receive adequate pump training. The customer believes their pump settings are incorrect. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.